Manufacturer narrative:
(B)(4).

Event description:
It was reported the during implant, the atrial lead was unable to be positioned. The lead was not used and a new lead was implanted. The patient was in good condition after the procedure.